Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The customer's blood glucose reading was below 38 mg/dl at the time of the event. The customer last changed his infusion set on the evening prior to the event. The customer could not remember if he was connected during priming. While checking the programming, the customer stated that he had figured out why his blood glucose was low. The customer stated that he will call his doctor. No further troubleshooting could be performed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.